Manufacturer narrative:
Lift motor coupler.

Event description:
It was reported by service report that the head end lift was stuck high height. No patient involvement or adverse consequences are reported.